Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined that the reported balloon rupture appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a restenosis lesion in the narrow, mildly calcified, 50% stenosed, mid central vein. A 10 x 40 mm armada 35 percutaneous transluminal angioplasty (pta) catheter was advanced with no resistance felt to the lesion, but when inflated to 10 atmospheres, the balloon ruptured as evidenced by blood in inflation device and a loss of gauge pressure. The pta catheter was removed from the anatomy and replaced with a new 10 x 60 mm armada 35 pta catheter to successfully complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.